Event description:
It was reported, that a dexcom app crash occurred. Performance data was reviewed. The allegation was confirmed. The probable cause was determined, to be an sql error. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). E1.: initial reporter email address: (B)(6).